Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted for hemolysis, with an lactate dehydrogenase (ldh) of 1700 u/l. A CT scan was performed. The patient was started on heparin, aspirin, and persantine and the patient's ldh decreased to 800 u/l. A ramp echo performed and av closure noted at 11,400 rpms. The site stated all pump parameters were normal and have not changed. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus could not be confirmed through this evaluation. Additionally, a correlation between the device and the reported hemolysis could not be determined. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient's inflow is well positioned in the left ventricle and was free of thrombus. There was a thrombus in the outflow near the anastomosis with the aorta. The anastomosis with the aorta appeared narrowed and measured 10 mm in diameter. The patient was on a heparin drip, and persantine was added to their aspirin/warfarin regimen. Their ldh trended down to baseline, close outpatient monitoring with weekly labs. A repeat cardiac cta was pending and the patient remained on persantine, warfarin, and aspirin. No additional information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.